Event description:
After iabp insertion pt to ICU. Pressures continue to read low. Believed iabp not pumping correctly. Unit switched out no change. Return pt to cath lab and fluoroscopy indicated that press not augmenting correctly. Balloon pump indicated loss of helium so catheter thought defective. New catheter placed and iabp reading "auto fill" not complete. Different iabp device connected pressures satisfactory and catheter working properly. Removed 8fr catheter had no evidence of defect when removed.